Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.6 mmol/l. The caller stated that she went to give herself a bolus, and when she pressed the b button, the numbers began scrolling on their own. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. No scrolling of numbers or button error alarms noted. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.